Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03884. It was reported that the patient experienced overstimulation. The patient's leads were tested and the left lead was found to be fractured and have high impedances. Surgical intervention could be pending to address this issue. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03884. Follow up revealed that replacement of the ipg (reference MFR report: 1627487-2017-03980 ) resolved the patient's overstimulation. In addition, reprogramming the leads had provided the patient with effective therapy.